Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right atrial (ra) lead exhibited a dislodgement. The lead was explanted and replaced. There were no patient consequences.

Event description:
New information received noted the patient presented for post-procedure checks, the right atrial (ra) lead exhibited failure to capture, and the dislodgement was noted by diagnostic imaging.

Manufacturer narrative:
E1 reporter first and last name, and title should be (B)(6).

Manufacturer narrative:
The reported events of lead dislodgement and failure to capture were not confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood. After cleaning the lead and applying torque directly to the connector pin, the helix was able to extend and retract. The full helix extension length was measured within product specification. Electrical testing was normal. Visual and x-ray examinations of the lead found no anomalies.